Event description:
It was reported that the pt underwent an excision of a lesion on the right temple and harvesting of a full thickness skin graft from the right chest. The skin graft donor site exhibited wound dehiscence. One end of the running suture was noted to be broken. The dehiscnece was repaired in 2002.